Event description:
During a patient incident, the sc7000 patient monitor annunciated a life- threating alarm status, but stopped after five seconds. The monitors "red" life-threatening alarm status, in the parameter box suddenly disappeared. The nurse close to the monitor, heard the alarm and attended to the situation. No patient injury was reported. The customer's concern alleges that the monitor's life-threatening alarm status cleared without clinical intervention. By design, the life- threatening alarm status is a latching alarm and can only be cleared with user intervention.